Manufacturer narrative:
Upon receipt, the interrogation of the implantable cardioverter defibrillator (ICD) revealed the battery status eos, confirming the clinical observation. The device was implanted for 88 months and 54 charging cycles were recorded to the device memory. The memory content of the device was inspected. The inspection revealed that the eos status was activated during an automatic cap reformation on (B)(6) 2015. Following, a home monitoring notification was automatically triggered by the ICD to inform the user about the occurred eos status. In a next step, the ICD was subjected to an electrical analysis. The current consumption of the ICD in the eos state was investigated and found to be normal and as expected. The eos status was removed with a technical programmer and a subsequent interrogation revealed the battery status mol2 with 2¿% remaining capacity until eri. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A¿fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a full energy defibrillation shock. However, the charging was aborted due to the reactivation of the eos status. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The battery voltage as well as the overall current consumption of the electrical module were directly measured. Thereby a normal current consumption could be confirmed. The battery voltage was as expected. The electronic module was attached to an external power supply to test the functionality of the electronic module. Thereby, no anomalies were observed, especially a full energy defibrillation shock could be delivered. There was no indication of a malfunction of the electronic module. Therefore the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The battery was opened to inspect the individual components of the battery. These were as expected in accordance to the battery state of charge. There was no indication of a battery failure. In conclusion, the clinical observation could be confirmed. However, despite a thorough analysis of the ICD no conclusion can be drawn regarding the root cause. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
Ous MDR - after an implantation period of about 87 months, it was reported that the ICD indicated a battery depletion via home monitoring. The day before, the device transmitted a battery status of mol2, 4 %, also via home monitoring. The ICD was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.